Manufacturer narrative:
Sarubbi, berardo, et al. (2023). Combined subcutaneous implantable cardioverter defibrillator and pacemaker devices in complex congenital heart disease: a single center experienced based study. Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-023-01670-1.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks to the patient due to t-wave oversensing. The conditional shock zone was reprogrammed from 180-230bpm to 200-230bpm, and the smart pass filter was activated. After re-programming, no other inappropriate shocks occurred. There were no additional adverse patient effects reported. This device was implanted in 2021 and remains in-service.

Manufacturer narrative:
Sarubbi, berardo, et al. (2023). Combined subcutaneous implantable cardioverter defibrillator and pacemaker devices in complex congenital heart disease: a single center experienced based study. Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-023-01670-1.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks to the patient due to t-wave oversensing. The conditional shock zone was reprogrammed from 180-230bpm to 200-230bpm, and the smart pass filter was activated. After re-programming, no other inappropriate shocks occurred. There were no additional adverse patient effects reported. This device was implanted in 2021 and remains in-service.